Event description:
Removal of endosseous dental implants. Four implants were placed in class ii bone during a routine procedure. 2 implants were removed approx 2.5 months post-op due to pain and periapical abcess.